Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, implantable pacing lead, (B)(6) 2013; a2dr01, implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that one day post-implant, the patient felt dizziness and was found unresponsive when having an x-ray performed. Telemetry strips from the device showed no conduction to the ventricle for one beat which occurred hourly. Reprogramming was performed. The device remains in use. It was also reported that the right ventricular (rv) lead had small r-waves and exhibited no capture. The lead was programmed less sensitive and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that one day post-implant, the patient felt dizziness and was found unresponsive when having an x-ray performed. Telemetry strips showed no conduction to the ventricle for one beat which occurred hourly. The right ventricular (rv) lead was programmed less sensitive due to small r-waves. The lead remains in use. No further patient complications have been reported as a result of this event.